Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation (material #367886, lot #0345794). Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the caps are lose and are coming off. " per email: "we have noticed this lot number of tubes have looser caps and they are coming off when we are performing point of care testing resulting in possible employee exposure to blood and body fluids and potential damage to our instruments from blood getting into them." Additional information 3/15/21: the customer states: they use straight needles and winged sets to draw the blood. There are no complaints when the same tubes (cat/lot#) are used for regular lab testing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the caps are lose and are coming off." Per email: "we have noticed this lot number of tubes have looser caps and they are coming off when we are performing point of care testing resulting in possible employee exposure to blood and body fluids and potential damage to our instruments from blood getting into them." Additional information 3/15/21: the customer states: they use straight needles and winged sets to draw the blood. There are no complaints when the same tubes (cat/lot#) are used for regular lab testing.